Event description:
It was reported by customer that prior to use the cardiosave intra-aortic balloon pump (iabp) had the temperature overheated issue. Compressor (replaced in (B)(6), 100 hours) had a leaking pressure tube due to loose connection and hardened o ring. Tubing replaced. Device passed all tests and cleared for customer use. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to characterization limit e1 contact person name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer ispected the unit and noted that the compressor had been replaced in october and had approximately 100 hours of use. During evaluation, the fse identified a leak in the pressure tube at the compressor, along with a loose connection and a hardened o-ring. The fse replaced the pressure tube assy. The unit passed all functional and safety test in accordance with the factory specifications and was returned to the customer cleared for use. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. Fat wayne. The failure analysis and testing dept. Received part with a reported unit failure of the tube leaking due to a hardened o-ring. The fat performed a visual inspection and found the part to be worn and have a hardened o-ring as described before. This would cause the tubing to leak. Possible cause is wear and tear or component reliability.